Event description:
It was reported that an ilet bionic pancreas displayed ¿dosing stopped¿ after a dexcom g7 sensor failure. After the agent explained the alert, the user entered capillary blood glucose (bg) values of 531 mg/dl and later 455 mg/dl to resume and extend dosing, and repeated attempts to pair a replacement sensor were unsuccessful despite code reentry, magnet use, device restarts, and starting a new sensor. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin dosing and the need for manual blood glucose testing and user-entered values to maintain therapy. Investigation included technical troubleshooting with review of device alarm history, verification of bluetooth status, sensor code reentry, power cycling, guided restarts, and initiation of a new sensor session, with referral to the cgm manufacturer for sensor replacement. Investigation of this case revealed a cgm sensor failure and persistent pairing failure that prevented cgm data from resuming on the ilet, leading to dosing suspension that the user was unaware of until instructed to perform manual bg entries were provided. It was concluded that the event was due to cgm communication failure resulting in suspension of automated dosing, with the ilet resuming dosing upon manual bg entry and a new sensor session initiated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.